Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance. A review of the daily measurement noted that the shock impedances have been consistently above 100 ohms and boston scientific technical services (ts) inquired if the right ventricular (rv) lead is a single coil lead which is known to have higher impedance values. Ts also observed that there was one high out-of-range right atrial (ra) lead impedance value but current impedances are stable and within normal limits. Ts noted that the device has never deliver a shock and that gradual increases in shock impedances can be caused by several factors such as encapsulation or ionization of the lead tip. No adverse patient effects were reported. The patient will be monitored and the device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).